Event description:
Reportedly, the subject device and the associated leads were explanted on (B)(6) 2015, due to infection. The device will be returned for analysis. Review of manufacturing records did not reveal any irregularity.

Event description:
Reportedly, the subject device and the associated leads were explanted on (B)(6) 2015, due to infection.the device will be returned for analysis.review of manufacturing records did not reveal any irregularity.